Event description:
It was reported that upon interrogation of the device following the patient's radiation therapy, elective replacement indicator (eri) was displayed. Review of performance data indicated 2 separate power on resets (por) had occurred. The device was reprogrammed back to its original parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated a partial electrical reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4592-53, implantable pacing lead, implanted: (B)(6) 2009; product ID: 5076-58, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).